Event description:
The iab was inserted into the pt with difficulty. Poor inflation and augmentation was noted. Later that night, the iab was removed with difficulty. The pt had severe bleeding and a transfusion and surgery was required. Also, the pt had major ischemia, an aortic dissection and thrombocytopenia. The iab was not returned to datascope for eval. Event complications: bleeding/transfusion/surgery/ischemia/aortic dissection, throm. Pt's current status: unk-rpt'd.